Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient was interrogated in (B)(6) 2020, at which time the device battery had an estimated longevity of 4.8 years. On (B)(6) 2021, I found out patient' device was at eri and patient had been scheduled for a gen change. After gen change, device was taken and disposed of by staff.